Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and a tear in the heater bag sheeting was observed. The torn piece of sheeting was stuck to the "y" on the drain line tubing. The reported condition was verified. The direct cause of the event was determined to be excessive solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette had one of the lines fused to the heating bag. When the user tried to peel them apart, the heating bag ripped. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.